Event description:
The account alleged the siderail will not latch.

Manufacturer narrative:
The technician found the siderail was hard to latch. He discovered the siderail latch was stuck open due to tube feeding fluid in the latch mechanism. The technician cleaned the siderail latch mechanism to repair the bed.